Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Insufficient sit of the femoral trumatch block. Nothing broke off but not functioning properly.

Manufacturer narrative:
Conclusion and justification status for MDR: the device associated with this report was not returned. Review of the device history did not reveal any manufacturing deviations or anomalies. The block design and proposal were designed within trumatch specifications. A bone and block were made and functional testing found the block to fit well. The investigation could not draw any conclusions about the root cause of the reported insufficient block fitment; however, a patient atypical bone anomaly in combination with incorrect segmentation may have caused interference between the cutting guide and patient bone. Corrections and additional training have been put in place to prevent this issue from occurring on any future cases. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.